Event description:
It was reported that the catheter got stuck in stent. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified with 15-20 mm long and 3.0 mm vessel diameter left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), the lesion was pre-dilated with a non-bsc balloon catheter and an opticross¿ imaging catheter was then used to visualize the implanted non-bsc stent. However, it was noted that the proximal side of the guidewire exit hole of the imaging catheter got stuck in the middle portion of the stent. The physician could not remove the device, thus the catheter was cut and then a 0.025mm non-bsc guidewire was inserted in order to remove the catheter. The device was removed and was exchanged with a non-bsc imaging catheter. The implanted stent was then dilated with unspecified balloon catheter and the procedure was completed successfully. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).